Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was being checked bi-weekly for hemolysis labs due to suspected thrombus. Previously, his lactate dehydrogenase (ldh) was in the 200's and had stabilized at 500's after previous hospitalization for this event two weeks prior. While monitoring bi-weekly hemolysis labs, he went from 500's up to the high 800's. At that point, he was brought into the hospital and scheduled for a pump exchange. The pump exchange occurred on (B)(6) 2014.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.